Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31837030l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the patient experienced cardiac perforation that required pericardiocentesis and drain placement. A cardiac tamponade occurred during mapping of right ventricular outflow tract (rvot) anterior wall with qdot micro catheter. It was reported that maximum contact force saved was 48g but physician thought he saw 70g at one point. The procedure was stopped and "epicardial punction" and drain was performed. Patient fully recovered. There was also intracardiac echocardiography (ice) view flex from abbott inside rvot at that moment that could have created the hole. No ablation was performed. The physician suspected the cause of the adverse event was either high force apply with qdot micro in anterior wall of rvot (very hard to manipulate, could not go posterior as he wanted, twisted heart), or ice catheter that was also inside the rvot (viewflex from abbott). There was nothing wrong with the catheter and only the patient anatomy was challenging.